Event description:
It was reported that during testing at the manufacturer facility, the device was underdelivering energy, a condition which may pose the risk of insufficient coagulation and increased bleeding. There were no adverse consequences related to this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.it was found that the device required calibration. Device was calibrated and returned to customer.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing at the manufacturer facility, the device was under-delivering energy, a condition which may pose the risk of insufficient coagulation and increased bleeding. There were no adverse consequences related to this event.